Event description:
It was reported that the peel away packaging was defective. No adverse consequences were reported.

Manufacturer narrative:
There were two part numbers associated with this complaint (i.e. Part no. 5120015050 and part no. 5120010040). The products were not returned for evaluation. Based on the info provided by the customer, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.